Event description:
Attribute to gr.3 small intestinal obstruction. On (B)(6) 2015, (B)(6) presented to the emergency dept with increasing abdominal discomfort on cycle 2, protocol 10-116 of dose-adjusted epoch-r (with neupogen support). He was admitted for recurrent small bowel obstruction. Kd was given supportive and care and discharged on (B)(6) 2015. He was provided with clear instructions on low residue diet, regular bowel movements.